Event description:
A caller reported that the indicated battery charge of a device dropped by 50% in a short period of time, although this did not result in an unexpected shutdown. The issue occurred earlier in the day before the call was made to customer technical support. There was no reported impact on the customer's blood glucose level. To address the problem, customer technical support sent a new wall adapter to the customer.